Event description:
The customer reported having no display. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field svc engineer (fse) and the symptom was verified. The display assembly was replaced to resolve the issue. The device passed all performance assurance tests and remains at the customer site. Philips concluded that this was a malfunction of the display assembly.